Event description:
Pt here for a monarch/ebus bronchoscopy. While during the procedure dr. Was using a olympus vizishot aspiration needle for a biopsy. He stated he needed a replacement needle as the sheath on the current needle was slipping/moving causing risk for damaging or perforating the bronchoscope. The vizishot needle was replaced with the vizishot 2 needle.